Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited over sensing and loss of capture. No intervention was reported. The patient was in good condition and would continue to be monitored.